Manufacturer narrative:
Section a4: patient weight was requested but not provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Relating manufacturing report number: 2916596-2021-07091.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed controller clock corrupt alarms indicating a total loss of power to the system controller. A specific duration of time for which the pump was stopped could not conclusively be determined. The first 211 events of the system controller periodic log file were captured while the controller clock was corrupt and were recorded with timestamps from to 01:58:21 on (B)(6) 2000 to (B)(6) 2000 on 19:57:43. The first 209 events of the lvad periodic log file were also captured while the clock was corrupt and were recorded with timestamps from 2010-00-24 at 03:18:06 to (B)(6) 2010 at 19:24:54. Based on previous complaint experience, the corrupted clock is indicative of a total loss of power to the controller; however, a specific cause could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The heartmate 3 lvas instructions for use (IFU) and patient handbook address how to properly interpret and troubleshoot all system alarms including controller clock corrupt alarms. The IFU explains how to set the system controller clock using the system monitor. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. C, is currently available. Section 2 states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge which shows the power level for that battery. 4 green bars means that 75¿100% of battery power remains. 3 green bars means that 50¿75% of battery power remains. 2 green bars means that 25¿50% of battery power remains. 1 green bar means that less than 25% of battery power remains. Section 3 ¿powering the system¿ and section 6 ¿patient care and management¿ warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, rev. C, is currently available. Section 3 ¿powering the system¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Section 5, entitled ¿alarms and troubleshooting,¿ outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ includes detailed instructions on connecting and disconnecting to power under ¿guideline for power cable connectors.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported on (B)(6) 2021 that the log files captured multiple controller clock corrupt messages from (B)(6) 2021. It appeared that approximately 32 days back in the log history that the controller lost all power and the clock was reset, indicating a loss of power to the pump. As of (B)(6) 2021, the pump was operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.